Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that an intraocular lens got on the anterior leaflet of the capsule and caused a tear in a patient's left eye during a laser assisted cataract procedure. The laser was not to be blamed for the issue. Upon follow up, this was reported to be a surgical issue. The doctor does not want to provide any additional information.

Manufacturer narrative:
There is insufficient evidence contained within the reported information at this time that indicates that the design or performance of the laser had any effect on the integrity of the anterior capsule. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).